Event description:
The customer initially reported that the device would not power off without removing batteries. Thereafter, the device would not power on using batteries or ac source. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c4. The shorted c4 caused the land on the pcb between c25 and c4, to be open.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.